Manufacturer narrative:
H10: the device was received for evaluation in its original but opened packaging and containing liquid. A visual inspection was performed which showed all its assembled parts were in accordance with the product drawing. A functional leak test was performed and once the adapter sheath was removed, it revealed that the end and the neck of the adapter were cracked or fractured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set was leaking with unspecified solution. The leak was observed after connecting the set to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.